Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having heart attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged of having heart attack. Medical intervention was not specified. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having heart attack. Medical intervention was not specified the device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed from an external and internal inspection sd cover, air inlet filter missing, ui (users interface) knob broken, high pitch blower whine.tan dust-like contamination at the air inlet. Dust-like contamination in air outlet, air inlet port, on the top of the pca (printed circuit assembly) it is concentrated around the rotary encoder, on top and bottom of the blower box, bottom of the enclosure, top of the blower motor and air inlet seal had yellowed. Evidence of sound abatement foam degradation/breakdown was observed. The manufacturer was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer.the manufacturer found no error code.the manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and was not able to address the symptoms specified.